Event description:
Information was received which indicated that high impedance was observed during a system diagnostic of the patient's generator. X-rays were received and reviewed. The source of the high impedance was not definitively found on the x-rays. Based on the x-rays images, complete pin insertion could not be determined. No revision surgery has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient had surgery on (B)(6) 2016. High impedance was seen on the two pre-operative diagnostics tests. During surgery the lead was examined and no gross breaks were found. The lead pin was then removed from the generator and re-inserted. This resolved the high impedance that was seen during diagnostics. Four subsequent diagnostic test occurred to confirm this result. No other relevant information has been received.